Manufacturer narrative:
No pt info as no pt was involved in this concern. Mnav rep stated the emitter was replaced and it fixed issue. Emitter is not getting sent back for eval.

Event description:
Medtronic (B)(4), reported that the emitter is working intermittently with the axiem box on the treon. The status shows disconnected at times but when it works, it tracks without issue. He has tried the axiem box with another treon and the same behavior was observed. No pt present.